Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for another indication and while hospitalized the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics. The patient was recovered from his peritonitis event and was discharged 17 days prior to receipt of this report. During hospitalization the patient performed manual pd therapy with dianeal 1.5%. No additional information is available.